Event description:
In 06/2002 the police arrived at user facility. They informed staff they were to confiscate the defibrillator as it was possibly related to a death that occurred at the facility in 2002. No one associated with center was aware of any death at the facility. Apparently, (according to the police) two cleaning crew member-from an outside franchise-were "horsing around" with the defibrillator late at night when the center was closed, and one was killed. The center has not received any further info. At the time of the incident the center was locked, closed - no staff or patients or physicians present.